Event description:
(B)(6) study. It was reported that arrhythmia and complete heart block (chb) occurred. A lotus introducer was placed in the aortic valve and a 23 mm lotus edge valve was subsequently deployed. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, post transaortic valve replacement (tavr), electrocardiogram (ECG) revealed chb along with sinus rhythm with atrioventricular (av) dissociation, wide qrs rhythm, intraventricular conduction delay, anterolateral infarct and left axis deviation. Of note, balloon valvuloplasty was not performed during index procedure. An electrophysiology consultation recommended a new pacemaker implantation placement due to type I, second degree av block, chb and right bundle branch bock (rbbb). On the same day, a non-boston scientific single chamber permanent pacemaker was implanted successfully and the event was considered resolved. The following day, one (1) day post index procedure, the subject was discharged home on clopidogrel and other anticoagulants.